Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that prior to a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation, after opening the catheter and exercising the splines, the flush port of a farawave catheter was broken off. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to return for laboratory analysis.

Event description:
It was reported that prior to a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation, after opening the catheter and exercising the splines, the flush port of a farawave catheter was broken off. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter was not returned for laboratory analysis.

Manufacturer narrative:
Media review: images were reviewed by a boston scientific quality engineer. The provided images show the device flush port. However, the reported event was not confirmed via the provided media. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.